Event description:
It was reported that patient had impedances and was unable to enter MRI mode. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein extensions were explanted to address the issue. The investigation was unable to determine the extension that associated with the issue.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs extension, model: 3382, batch: 3395364.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.